Event description:
It was reported that an unk amount of spectrum pumps alarm upstream occlusion repeatedly. The customer stated that this occurs at the start of infusions in the ICU care area (medication, programmed amount and delivery rate unk).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.